Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 5/13/2020 to 6/1/2020. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the tool coupling showed signs of excessive handling as the small dent was identified under a microscope. However, the device worked according to specification. During evaluation, it was determined that the device passed all pre-repair diagnostic assessment specifications and no failure was identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Med products and therapy dates: drill bit devices, quick coupling device, (B)(6) 2020. The reporter¿s phone number and complete facility address were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4). Reference manufacturer report numbers: 8030965-2020-03461 and 8030965-2020-03462 for the drill bit devices associated with the same event.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) of the left humeral diaphyseal fractures surgery, it was discovered that the radiolucent-drive device looked burnt. It was further reported that the device was used together with the drill bit devices. It was reported that during the surgery, when the user tried to apply an opposite incision, the device stopped working with a shattering noise. According to the reporter, at the time of the second lateral stop (the most distal), the drill stopped with a rattling sound when the contralateral wound was opened. It was reported that the drill bit was replaced; however, the drill stopped on the opposite side, and when the user tried to change the drill bit again; it became stuck and could not easily be removed from the radiolucent drive. It was reported that the user finally attached the drill bit with the ao handle quick coupling device and the opposite side was successfully incised in a freehand manner, without using the radiolucent drive. The reporter stated that it was confirmed in the photographs the connection with the attached radiolucent drive looked burnt. It was reported that the surgery was successfully completed with a forty-minute delay. It was reported that the scheduled surgery time was two hours. The patient was reported as stable after the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.